Event description:
It was reported that the patient contacted technical services (ts) due to a syncopal event which led to a fractured nose. The patient suspected that this pacemaker did not function properly during the syncope episode. It was later reported that this device had entered safety mode and due to the sensing parameters, occurred which led to pacing inhibition. This device was subsequently explanted and replaced. No additional adverse patient effects were reported. This device has been returned for analysis.

Event description:
It was reported that the patient contacted technical services (ts) due to a syncopal event which led to a fractured nose. The patient suspected that this pacemaker did not function properly during the syncope episode. It was later reported that this device had entered safety mode and due to the sensing parameters, occurred which led to pacing inhibition. This device was subsequently explanted and replaced. No additional adverse patient effects were reported. This device has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. It was confirmed that critical therapy was not available. The device case was opened, and the battery was removed and forwarded for detailed testing. Despite analysis, the root cause of the clinical observations could not be confirmed.